Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an error code and a message indicating a possible device malfunction had occurred.